Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that via merlin.net transmission, an alert for low, high voltage lead impedance was observed. Review of session records revealed multiple low, out of range impedance measurements. Lead was capped and replaced. Patient condition is good after the event.